Event description:
It was reported that during an implant, high voltage lead impedance was observed. It was reported to st. Jude medical that in 2004, the lead was implanted and the hvli test was 60 ohms. Vf induction tests were conducted twice and after the second induction test the impedance was 110 ohms. Dc fibber induction was repeated but this time the dc was not delivered from the device to the lead. Hvli test was repeated and this time the measurement was reported >200 ohms. The set screws and connector pin locations were checked and found to be okay. Hlvi was still >200 ohms. Since the procedure took 3 hours, the physician was reluctant to implant a new rv lead immediately. The ICD was turned all functions off. Three days later, the patient went into vf and later expired.